Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported insertion of the kwire was too difficult. Kwire broke during extraction with a power tool. No additional information was provided.

Manufacturer narrative:
Device was used for treatment not diagnosis. Device is not distributed in the united states but a similar device is marketed in the united states. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.